Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 521 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer stated that they did not notice that their set was dislodged from their body before dinner. The customer mentioned that they had issues with the adhesive tape not sticking properly. The customer wanted to perform a high pressure test on their insulin pump, but the insulin pump did not pass the test. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.